Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, during surgery it was broken but there was no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. Appearance of the breakage surface indicates a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. As the drill had been in use for a longer time (manufactured in 2001) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts the root cause of the reported event is not related to a deficiency of the device. Nevertheless the exact root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, during surgery it was broken but there was no adverse consequences for the patient.